Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller in resetting the pump, and after the reset, the malfunction code did not recur.